Manufacturer narrative:
The device was unable to be investigated because it was not returned to cardiva medical, inc. Conclusion: the reported event is not related to a device malfunction and the device worked as intended. The retroperitoneal bleed was corrected with surgery. A complication such as retroperitoneal bleeding are general complications which may be related to the endovascular procedure or the vascular closure procedure. Per the report, hemostasis was achieved with the device.

Event description:
Vascade 6/7f device was selected for closure and inserted into the 6f sheath. Prior to device deployment, a groin shot was taken. After verification, we deployed vascade under fluoroscopy. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device. Prior to device removal, the physician palpated the artery and place his hand in position to hold above and below once the device was removed. Device was removed and pressure was held for 10 minutes. Upon initial pressure the patient was under intense pain with manual compression. An ultrasound was done to confirm there was no hematoma. Patient's hemodynamics were changing so they decided to restick and take multiple groin shots to determine if there was an active bleed. Results were negative. Patient was sent to have an CT, prior to that the patient began to crash and was taken to the or. During surgery, they could not find the source of the leak, however, the patient did have a retroperitoneal bleed which was controlled with the surgery. No other complications noted.